Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What kind of procedure was performed? Was the device blocked on tissue or did the device locked out/blocked before placed on tissue? ¿didn¿t work properly¿ please explain more detailed. How was the procedure completed? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the ats45 device was received with the firing mechanism damaged and with two cartridge reloads present. Cartridge (a) tr34w, l54z3t was received partially fired 1/3 and with normal lockout. Cartridge (b) tr45w, l54z3t was received partially fired 2/3 and with normal lockout. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device blocked and didn't work properly. Details are unknown. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.